Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As rec'd, the monitor failed to deliver pulses during belt box functional testing. Upon investigation, the positive lead on high-voltage capacitor c19 was found to be broken from the solder pads on the defibrillator board, causing the pulse test failure. The root cause for the broken lead could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. No adverse event resulted from the broken lead on c19. The last patient to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) produced a service code 102 (charge profile fault). The last patient to use this monitor did not report any deficiencies.